Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low 46 mg/dl. Customer declined to provide cause of low bg; however, customer was hard of hearing and did not hear pump alerts. Tandem technical support (cts) assisted customer with setting the pump volume to vibration. Although requested, customer declined to provide further information and declined further assistance from cts.